Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix. The lead tip/helix appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during ongoing use, the patient presented to the hospital with shortness of breath 13 days after implant of the right atrial (ra) lead. Cardiac tamponade was confirmed, and an x-ray revealed that the lead had dislodged from the appendage, and the helix appeared to be extended. Although the lead was sitting in the low atrium, no loss of capture was observed, and the measurements were within normal range. The tamponade was drained, and the patient was transferred to another hospital where the lead was replaced. No additional adverse effects to the patient were reported. Additional information: this report has been updated to include the final analysis results.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of the investigation.

Event description:
It was reported during ongoing use, the patient presented to the hospital with shortness of breath 13 days after implant of the right atrial (ra) lead. Tamponade was confirmed, and an x-ray revealed that the lead had dislodged from the appendage. The helix appeared to be extended on the x-ray, and the lead was still capturing the atrium, and measurements were within range, but the lead was sitting in the low atrium. The tamponade was drained, and the patient was transferred to another hospital where the lead was replaced, and a new one implanted. The explanted lead is expected for return.